Event description:
It was reported that the customer received a compromised force sensor system alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap was normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the alarms during the prime test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the window, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.